Manufacturer narrative:
The pathway jetstream g2 catheter was discarded after the procedure and therefore not returned to pathway medical technologies for eval. The physician was satisfied with the results received from using the g2 device and did not want it returned for eval. In-stent restenosis patients are listed as a special pt population in the IFU and are not included in the indications for use.

Event description:
A jetstream g2 device was used in a 20cm chronic total occlusion of the sfa involving a 5cm denovo lesion and 15cm of in-stent restenosis. After 2 passes in the minimum diameter mode and 2 passes in the maximum diameter mode, the tip speed slowed down in the last 3cm of the lesion and eventually would not spin going forward or in the retraction mode. The device continued to move freely over the wire. It was removed using standard over the wire technique and pta was performed. A post angiogram showed slow flow due to emboli or spasm in the anterior tibial artery. Tpa was administered through a catheter and the embolization/spasm cleared after about 10 minutes. No harm to pt. It is unclear if the adverse event was a result of treatment from the jetstream g2 device or balloon angioplasty.